Event description:
According to the reporter, the patient was placed with this type of central venous catheter in the operating room on (B)(6) 2024. On (B)(6) 2024, the nurse found a crack in the threaded port of the arterial end of the catheter during the pre-embarkation catheter maintenance for the hemodialysis patient. When the syringe aspirated the sealing fluid, air entered from the crack. Nothing unusual was observed on the device prior to use. Flushing was not done prior to use. No other products are being utilized with the device. There was no cleaning agent used on the device. Iodine was the cleaning agent used to clean the adapters and allowed to dry thoroughly prior to applying ointments to the area. No excessive force was used on the device. There was a leak. Tego was not utilized. Luer adapter had a crack. Aside from the crack, there were no other defects or damages found on the product where the leak was observed. Catheter was replaced as a remedial action. The treatment was able to proceed and was completed after the resolution was done. There were no current or pre-existing conditions of the patient that may be related to the event. There was a blood loss of 2 ml, and blood transfusion was not required due to the event. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was placed with this type of central venous catheter in the operating room on (B)(6) 2024. On (B)(6) 2024, the nurse found a crack in the threaded port of the arterial end of the catheter during the pre-embarkation catheter maintenance for the hemodialysis patient. When the syringe aspirated the sealing fluid, air entered from the crack. There was no reported patient outcome.

Event description:
According to the reporter, the patient was placed with this type of central venous catheter in the operating room on (B)(6) 2024. On (B)(6) 2024, the nurse found a crack in the threaded port of the arterial end of the catheter during the pre-embarkation catheter maintenance for the hemodialysis patient. When the syringe aspirated the sealing fluid, air entered from the crack. Nothing unusual was observed on the device prior to use. Flushing was not done prior to use. No other products are being utilized with the device. There was no cleaning agent used on the device. Iodine was the cleaning agent used to clean the adapters and allowed to dry thoroughly prior to applying ointments to the area. No excessive force was used on the device. There was a leak. Tego was not utilized. Luer adapter had a crack. Aside from the crack, there were no other defects or damages found on the product where the leak was observed. Catheter was replaced as a remedial action. The treatment was able to proceed and was completed after the resolution was done. There were no current or pre-existing conditions of the patient that may be related to the event. There was a blood loss of 2 ml, and blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: h6: (ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.